Event description:
Patient had wound vac placed on left buttock wound. At start of shift wound vac was alarming. This rn went into room and the wound vac stated, "therapy stopped". Seal checked. Wound vac 3m support called, they said wound vac has a computer malfunction and will need a new one for the patient. New wound vac obtained by nursing supervisor.